Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07035. (B)(6) clinical study. It was reported that restenosis occurred. In (B)(6) 2014, the patient presented with stable angina. The index procedure was performed. The 99% stenosed, 40mmx2.25mm, diffuse target lesion was located in a bifurcation area of the mildly tortuous and severely calcified right posterior descending artery (rda). The lesion was treated with pre-dilatation and placement of a 12x2.25mm promus premier stent at 14 atmospheres and a 2.25x32 promus premier stent at 12 atmospheres. Following post-dilatation, residual stenosis was 0% with a timi 3 flow. In (B)(6) 2014, the patient was discharged. In (B)(6) 2015, patient present with coronary artery restenosis in mid right coronary artery (rca) and the lesion was then treated with percutaneous coronary intervention (pci). Subsequently, the patient was in remission and recovered.